Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficultly separating the modular cable from the system controller was not confirmed via functional testing. The modular cable (lot number: 176462) was returned with fluid ingress on the bulkhead assembly connector and debris in the inline connector. The modular cable was connected to a test system controller and successfully operated a mock loop for an extended period of time without any alarms activating. The modular cable was manipulated by hand during testing without issue. The mod cable was inserted and disconnected from the test controller several times without any required extra force; in comparison to a test mod cable. The modular cable passed all testing without issue. A root cause for the difficulty separating the modular cable from the system controller was unable to be conclusively determined through this analysis; however, it is believed that fluid ingress build up in the bulkhead of the patient¿s system controller may have caused this issue. Heartmate iii patient handbook section 1 ¿introduction¿ states that the ¿heartmate iii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate 3 shower bag must be used while showering to keep the system controller and batteries dry.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 176462) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
Related manufacturer report number: 2916596-2020-03911. It was reported that the patient presented with slits in outer sheaths of bother power cables coming from system controller. Controller was exchanged. However, when the ventricular assist device coordinator attempted to disengage the driveline from the controller. The red button to release driveline was not able to be depressed. Ventricular assist device coordinator issued new modular cable and driveline.